Manufacturer narrative:
H11: secondary intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens stuck in cartridge or injection system, lens tear/break during injection/delivery into the eye, lens dislocation/subluxation and blurred vision. There was no patient injury. Due to lens stuck in cartridge or injection system, lens tear/break during injection/delivery into the eye, lens dislocation/subluxation and blurred vision, the lens was removed and replaced intraoperatively for another same model/length lens. The problem was resolved. Cause of event was reported as user error; the device did not fail to perform as intended.